Manufacturer narrative:
Patient ID: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician hit the pelvic bone and in attempt to implant the device, the shaft tip bent. The physician reportedly encountered difficulty passing the device through the tissue when she hit the patient's pelvic bone. The physician then straightened the tip back and was able to complete the procedure using this device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.